Manufacturer narrative:
The device has been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
On (B)(6) 2026, a healthcare professional reported that the appliance broke. The retention button broke off. The patient's oral hygiene is excellent. The device was delivered to the patient on (B)(6) 2024. The incident took place, and the patient reported the issue on (B)(6) 2026. Discontinued the use on (B)(6) 2026. No permanent injuries were reported.